Event description:
The unit's cpg does not function. There is no flow in cpg line. The issue was discovered right after the technician completed a repair.

Manufacturer narrative:
The customer notified cardioquip that the unit was not outputting any flow to the cardioplegia circuit. Cardioquip's investigation determined that the cpg valve assembly and cpg pump were nonfunctional and required replacement, causing the reported malfunction. Following replacement of the malfunctioning components, the device passed inspection, and is fully operational.